Event description:
It was reported that the bd maxzero extension set had connection issues. The following information was provided by the initial reporter: it is very difficult the screw the extension set onto the IV catheter hub. The extra effort to get it started makes you worry you're going to pull out the catheter.

Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.